Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2014 with blood glucose of 27 mg/dl. The customer treated with bolus and blood glucose was 313 mg/dl. The insulin pump will not be returned for analysis.